Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device will not be returned by the hospital. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right cerebral artery using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a penumbra system red 62 reperfusion catheter (red62), a neuron select catheter 5f (5f select), and two 4x20 stent retrievers. During the procedure, the physician placed the neuron max in the patient, then advanced the red62 and velocity into the target vessel. Next, the physician advanced the stent retriever through the velocity to perform the solumbra technique. However, the stent retriever could not catch the thrombus. Therefore, the stent retriever was removed. The physician then advanced a new stent retriever through the velocity and into the target vessel. After completion of a pass, the physician decided to remove the velocity and stent retriever. Subsequently, while retracting the velocity, the physician broke the velocity and only the proximal half was removed from red62. The physician then attempted to remove the broken distal half of the velocity by pulling it by hand, but the velocity could not be removed. Next, the physician clamped the red62 so that the broken distal half of the velocity remains inside of the red62. After several attempts, the velocity and the stent retriever were successfully removed. The procedure was completed using the same red62 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 17 april 23: 1. Section b. Box 5. Describe event or problem please note that the device in complaint was not expected to be returned; however, on 22 march 23 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) and returned to manufacturer on (mm/dd/yyyy) 2. Section h. Box 3: device returned to manufacturer? 3. Section h. Box 3: device evaluated by manufacturer? 4. Section h. Box 6: method code 1 5. Section h. Box 6: results code 1, results code 2, results code 3, and results code 4 6. Section h. Box 6: conclusions code 1 additional information was added to: 1. Section d. Box 10: returned to manufacturer on (mm/dd/yyyy) evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is retracted against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right cerebral artery using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a penumbra system red 62 reperfusion catheter (red62), a neuron select catheter 5f (5f select), and two 4x20 stent retrievers. During the procedure, the physician placed the neuron max in the patient, then advanced the red62 and velocity into the target vessel. Next, the physician advanced the stent retriever through the velocity to perform the solumbra technique. However, the stent retriever could not catch the thrombus. Therefore, the stent retriever was removed. The physician then advanced a new stent retriever through the velocity and into the target vessel. After completion of a pass, the physician decided to remove the velocity and stent retriever. Subsequently, while retracting the velocity, the physician broke the velocity and only the proximal half was removed from the patient. The physician then attempted to remove the broken distal half of the velocity by pulling it by hand, but the velocity could not be removed. Next, the physician clamped the red62 so that the broken distal half of the velocity could remain inside of the red62. However, the broken segment of the velocity remained in the intracerebral arteries. After several attempts, the velocity was removed using a snare device. The procedure was completed using a new red62 and the same neuron max. There was no report of an adverse effect to the patient.